Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was confirmed that the programmer locked-up, while printing and that software was unable to be updated. The issues were attributed to insufficient space on the hard drive. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user attempted to print a report, and the analyzer software froze up and a message was displayed stating that the print queue needed to be deleted. Pacing mode was unable to be exited, and the user cycled the programmer's power. It was further reported that upon restart, the programmer was unable to complete device interrogation. It was noted that this was accompanied by a message indicating the print queue was full. It was further reported that the programmer failed to complete a software update. It was noted that this failure was accompanied by an error code. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.